Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple intermittent cartridge alarms (cartridge alarm 1) with multiple cartridges during the load process. No impact to the customer's blood glucose. Reportedly, the customer successfully loaded a cartridge and resumed insulin delivery.